Event description:
It was reported that the customers pump "charger port frequently does not a accept chargers". There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.